Manufacturer narrative:
A ge service rep performed an onsite investigation. The camera was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to display an image upon request. Additionally, the display was completely all white and/or back. No pt death or serious injury was reported related to this event.